Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, the message: "system volume too large" was reported. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. In pre-use check during internal leakage test sequence a few tests are being conducted. E.g. One of them is checking if the leakage at 80 cmh2o is maximum 10 ml/min. One of the message which can occur is "system volume too large". According to the information provided by the technician, the sound was coming from gas modules. Both gas modules were checked and o2 gas module was found defective. The dust was found in the filter of o2 gas module. The o2 gas module was replaced. The issue has been resolved and the device was delivered to the user in working condition. The o2 gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.